Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 08/30/2021. An investigation was conducted on 09/17/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire on the harvesting device was observed to be flexed away from the hot jaw but remained attached and the base and tip due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed. No other visual defects were observed on the harvesting device or the cannula. The c-ring was observed to be intact with no physical or visual defects observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, unable to freely manipulate dissector and unable to thread scope through device. New unit was opened and functioning properly. There were no patient effects.